Manufacturer narrative:
Product analysis: no product was returned. Conclusion: based on the available information, reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that 19 years following a tricuspid valve replacement with an ats prosthesis (serial number not provided), as part of a triple valve operation following infective endocarditis, this (B)(6)-old female developed severe tricuspid regurgitation due to pannus formation. A bidirectional gradient across the tricuspid valve prosthesis was demonstrated. Transesophageal echocardiography was performed, revealing severe tricuspid regurgitation with no significant left sided prosthetic valves dysfunction. Fluoroscopy of the mechanical valve revealed one faulty leaflet of the tricuspid valve, which was fixed in an open position. Intraoperative findings confirmed the diagnosis of pannus. No additional adverse patient effects were reported.

Manufacturer narrative:
Inadvertently did not include this information in the initial medwatch. Citation: alskaf e, mcconkey h, laskar n, kardos a pannus formation leads to valve malfunction in the tricuspid position 19 years after triple valve replacement heart surg forum 19(3):e116-7 2016 used the accepted date of (B)(6) 2016 as the event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.